Manufacturer narrative:
(B)(4)

Event description:
The patient was admitted to the hospital for a lead revision due to a cardiac perforation. The lead was explanted, replaced and discarded. The patient was stable before and after the procedure. Further information was requested but not received.